Event description:
It was reported that the patient presented in remotely via (B)(6) transmission. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No intervention was performed. The patient was stable and would be continued to be monitored.